Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a generalized tonic seizure on (B)(6) 2025 and they don't think the device has been interrogated since then. The caller is with the patient today for the first time and they are seeing an "investigate" message for the left side of the implant. The impedance dropdown showed 3 yellow bars across for the left ant 10a/c. On the right ant, there were 2 yellow bars and 9a had 3 yellow exclamation point icons. The left bipolar contact 2a/2b/2c were 10, 567, 11, 357, and 11, 746 ohms. On monopolar, 1a was 2212 ohms and the middle was 2609 ohms. Case/1c was 1983 ohms. Caller was programmed on group c at 6.0ma, 200pw, and 7 hz. The right side had 8 -c+ positive contacts. Caller noted that they were getting a charge density warning on left ant, but the right side was fine. Reviewed to look at programming and limits setting related to the charge density warning seen on left side. The issue was not resolved through troubleshooting. Reviewed to look at historical impedance data to track any changes to the impedances. The patient was redirected to their healthcare provider to further address the issue and check impedances. There was no report of any changes to therapy.